Event description:
During an ablation procedure, the sideport detached from the sheath after insertion of the catheter. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation concluded that the extension tubing had detached from the sideport of the hemostasis body due to a weakened bond. A corrective action has been initiated to prevent similar sideport events.